Event description:
It was reported, pt experienced loss of therapeutic effect. It was stated, pt's lead migrated in his spine and quit working properly. Pt has not charged/used stim for approximately 1 year. Pt was reprogrammed multiple times, but could only get simulation in his ribs. Pt stated, they were told that in order to take out the surgical leads they would have to remove bone and not be able to implant new leads. It was stated, pt never received as good of a coverage as he did with the percutaneous leads which had broke off and started shocking the pt. At the time of this report, no further details were reported. Add'l info was requested and will be provided when available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s device was reprogrammed on (B)(6). The patient was receiving therapy.

Manufacturer narrative:
Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: 3999, lot# j0455120v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient's lead had migrated in the patient's spine and had quit working properly. The patient had been reprogrammed multiple times but, stimulation could only be achieved in the patient's left rib area, which was uncomfortable for the patient. The patient had never received stimulation coverage with the current ins or surgical lead that was as good as the coverage the patient had received from the previous inss or percutaneous lead. The patient had not charged the implantable neurostimulator (ins) or used stimulation for 5 to 6 years. After meeting with a manufacturer representative, it was found that patient's ins would not communicate with the patient programmer (pp), implantable neurostimulator recharger (insr), or clinician programmer (cp). The patient's ins was confirmed to have been in overdischarge. A physician mode recharge (pmr) was done and successfully reset the device. The patient was able to charge regularly at that point. The patient's stimulation was then reprogrammed to cover the patient's legs, but the majority of the patient's leg pain was on the right side, whereas the stimulation was mostly on the left side. Further reprogramming attempts were unable to achieve right-sided-only stimulation in the patient's le gs. The stimulation coverage was noted to have been "70/30 left-sided" after reprogramming. The patient did not have any uncomfortable rib stimulation after the device was reprogrammed. The patient had less than 50 percent therapy relief, but it was noted to hav e been better than it was 5 to 6 years ago. It was unknown if the stimulation coverage would be sufficient to control the patient's leg pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.